Manufacturer narrative:
Product complaint # (B)(4).a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jjm staff advised that one of our customer (B)(6) hospital (B)(6), has used a box of affected confidence stock in a case. Hospital received recall letter from recall service. The stock was not consigned as the radiology department at prince charles purchase stock and unfortunately had purchased 2 of the affected items. Unknown_spd: 1 x confidence cement system.